Manufacturer narrative:
Details of complaint: the customer reported that they're not getting any audible alarms on the central nurse's station (cns). Technical service (ts) had the customer check the audio cable on the cns. When checking the displays, the customer noticed that none of the cns displays had an audio cable plugged in. The customer located the audio cable and plugged it into the display and verified that the sound was back by adjusting the audio on one of the bedsides. There was no patient injury reported. Investigation summary: during troubleshooting, it was identified that there was no audio cable connected to the cns. As the audio cable was unplugged, there will be no audio coming from the cns. Although not definitive, it is likely that a user had inadvertently unplugged the audio cable, or the audio cable connection was missed during set up. The most probable cause of the issue is user error, and inadequate cable management. If the audio cable was plugged in as it should be, the cns would have audio alarms. No corrective actions will be performed at this time. Manufacturer references # (B)(4).

Event description:
The customer reported that they're not getting any audible alarms on the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported that they're not getting any audible alarms on the central nurse's station (cns). Technical service (ts) had the customer check the audio cable on the cns. When checking the displays, the customer noticed that none of the cns displays had an audio cable plugged in. The customer located the audio cable and plugged it into the display and verified that the sound was back by adjusting the audio on one of the bedsides. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 (B)(6) 2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I have no data to link this request to anything.

Event description:
The customer reported that they're not getting any audible alarms on the central nurse's station (cns). There was no patient injury reported.